Manufacturer narrative:
All controls recovered within specification without flagging. The fse replaced the rbc aperture, rbc aperture housing and bath, rbc aperture o rings and rbc count line. The fse also adjusted to 94.3fl particles. The fse ran a few old specimens from the day prior and got no r flags. The fse verified activity per established procedures. Results meet published performance specifications. System validation documented in customer quality control (qc) records. Failure mode is related to a damaged rbc bath and aperture. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter (bec) reporting platelet (plt) results on patient results generated on the coulter hmx cap pierce (cp) hematology analyzer with r and v instrument generated flagging. The results were not reported out of the laboratory and there was no death, injury or affect to patient treatment in connection with this event. The customer indicated that all of the flagged plt results were rechecked by a morphological slide review. All results matched the slide review and the plt numerical values were recorded from the hmx cp. The customer was unable to provide printouts to display this issue. A bec field service engineer (fse) was dispatched to evaluate the instrument and reported that the red blood count (rbc) bath and aperture was broken which caused the flagging.